Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment of a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. 2 ctag were implanted and the procedure was completed without any issues. On (B)(6) 2021, the patient died due to rupture of the false lumen. The maximum aortic/aneurysm diameter was 55 mm, and reportedly the rupture occurred at the site of maximum aneurysm diameter. The physician commented that the patient coagulation/fibrinolysis abnormalities and/or drug administration (transamin) might have possibly related to the event. It was reported that balloon touch-up during the index procedure was not related to the postoperative rupture. The leak from the re-entry site might have contributed to the rupture, however, the rupture site was not close to the re-entry site but at the maximum aneurysm diameter.